Event description:
It was reported per field service report: symptom - 20 minute alarm shortly after being unplugged during transport. Pump did lose power. Plugged back in while in the intensive care unit. Sent to biomed when switched over to the second pump.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation. Follow-up report will be filed if additional info becomes available. Findings/actions taken: after a full charge, the biomed reported about a 10 minute run time. The hospital has been on s contract, therefore, replaced battery at no charge; was last replaced (B)(4) 2010. The biomed from the hospital performed all work. Software level 2.23. The pump is back in service. Additional info received on (B)(4) 2012, from the field service rep reported that after speaking with the biomed, there was no pt injury. Once the pump alarmed, they were looking for an outlet to plug it into. It did power off briefly, but powered back on as soon as it was plugged back in.